Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that customer experienced a motor error alarm during bolus delivery. Customer's blood glucose was 134 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.